Event description:
Information was received indicating that an air in line alarm occurred with smiths medical cadd administration set after half dose was infused. Subsequently, the line was removed, primed and tiny bubbles were noted downstream. The line was re-attached, and infusion was continued. No adverse effects were reported.